Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found aw-cylinder (tube) and aw-tube had white foreign material. There was a gap in the adhesive area between the server plug in and the distal end and the adhesive around the light guide and objective lens had wear. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue and cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope has a stent in introducer sheath. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.